Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow -up medwatch will be filed as appropriate. The complaint device was received and evaluated visually. Visual observation confirms that the distal end of the outer shaft is broken, but held in place by the inner shaft¿s body. The device looks very old and is in extremely worn condition. The reported failure can be confirmed and attributed to fair wear and tear due to the age and use of the device. The lot number indicates that this reusable device is over 9 years old. Further, a review into the mitek complaints system revealed a similar and a dissimilar complaint from this lot of devices released for distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. UDI: (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff repair, it was observed that the cord cutter device broke while cutting the knots. It was reported that the device allowed the surgeon to cut the last knot., this failure did not extend the procedure time greater than 30 minutes. It was reported that the device broke inside the patient shoulder at the distal part of the cutter device. It was reported that nothing fell into the patient. It was not reported if there was a delay in the surgery or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.